Event description:
Defective disposable suction irrigator leaking fluid where the batteries and tubing meet. If it's leaking, the fluid could be contaminating the sterile saline, so a new irrigator was obtained.